Event description:
It was reported that the patient was unable to adjust stimulation and a por (power on reset) condition was present. The patient was currently charging and getting all 8 bars after performing a recharger reset because it was frozen. The patient was going to contact manufacturer to clear por with patient programmer in the morning. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).